Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The keypad cover was torn and peeling from the base while the buttons responded properly. Removal of keypad cover did not find any anomalies with the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on 04/20/2015.